Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 293 mg/dl while wearing the pod for an unknown duration. The patient was not able to change their pod to automated mode. Symptoms reported include throwing up, abdominal pain, extreme thirst and dry mouth. The patient was treated with unspecified intravenous fluids. The patient was discharged on the same day.